Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds. The lead was reprogrammed and the patient will be followed. The lead remains in use. No patient complications have been reported as a result of this event.